Manufacturer narrative:
Evaluation summary: (B)(4). Upon receiving, the catheter was visually inspected and it was found that there was a whitish material on ring #3 and #4 about 5 mm in length at tip lumen transition. A ftir was requested in order to identify the particle components; however the foreign material was diluted during decontamination process in consequence, no ftir test could be performed and the origin of the material remains unknown. The production area was reviewed for similar materials and it was found that during the manufacturing process, white cloth towels are used to clean the surface of the manufacturing tables however they are not in direct contact with the catheters. During the manufacturing process several on line inspections such as workmanship, quality sampling and packaging inspection are in place to prevent any foreign material from leaving the facility. In addition, during visual inspection reddish brown material was found inside the pebax and on the surface of the tip lumen. No external damage was visible on pebax. The peek housing was found cracked open at tip lumen transition with reddish brown material. An internal corrective action was created to address the peek housing issue on smart touch families. An x-ray of the catheter was taken and it was noticed that the t bar slightly slid down getting caught at tip lumen transition. This condition may contribute to the peek housing being cracked due to the fact that the t-bar applied stress at that point. Due to catheter t-bar was found sliding down, the catheter failed deflection test. An internal corrective action was created to address the t bar issue. Further information was requested regarding the condition of the catheter; however it has not been available for bwi. Per the reddish brown material found on the surface of the electrodes the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter was evaluated for eeprom, carto 3 and coil disconnection test and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. The customer complaint regarding a deflection issue has been verified.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and a deflection issue and magnetic sensor error occurred. The catheter was changed to another one and the case was completed successfully. There was no patient consequence. This event was assessed as not reportable as the potential risk that it could cause or contribute to a serious injury or death is remote. The biosense webster (bwi) failure analysis lab discovered whitish material on ring #3 and #4 about 5 mm in length at tip lumen transition. Reddish brown material was inside the tip lumen, irrigation holes and inside the pebax, with no damage to the pebax. In addition, the peek housing was cracked open between rings #3 and #4 at tip lumen transition with reddish brown material. Multiple attempts have been made to obtain clarification for lab findings; however, no further information has been made available. The returned catheter went through a complete analysis however; no fourier transform infrared spectroscopy (ftir) test could be performed as the foreign material was lost during decontamination of the catheter. Since the origin of the material remains unknown this finding is indicative of a reportable event. This event was originally considered non-reportable; however, bwi completed analysis of the returned device on april 15, 2015 and have reassessed the event as reportable. The awareness date for this record is april 15, 2015 because that is the date the analysis was completed.